Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.